Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter has leakage from the hub of the catheter and a crack at the tip of the silicon extension after 2 days of the catheter insertion. The date of original implantation was the (B)(6) 2015. It was pulled and replaced on the (B)(6) 2015.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The actual device involved in the reported event was not returned for evaluation; however, a photograph was returned. Through visual inspection of the photograph it was observed that a 11.5fr x 13.5cm mahurkar kit was inside a generic plastic bag. This presented signs of use (yellowish color and rests of blood). There were no non-conformances (ncrs) opened for all the assembly levels, raw materials and incoming components. There have been no process changes made. Through visual evaluation the reported condition cannot be confirmed. As reported in the event description, the catheter was leaking from the hub two days after the catheter was inserted. According to the instructions for use (IFU), the customer has to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective, and continues, catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. In addition, do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Based on previous information, it is probable that the catheter was damaged during use. According to the event description, the leakage was noted two days after the catheter was implanted. While the labeling provides an appropriate warning, labeling cannot prevent a clinician¿s failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturer¿s instructions for use. Another potential root cause is operator error; failure to follow procedure. The tube expanding for hub procedure describes the process for expanding the tube for the y hub, on the mahurkar 11.5 fr dual lumen. This is a semi-automatic operation where the tubing is expanded allowing it to fit in the hub assembly. An inappropriate arrangement of the tubing-hub will be cause a gap between the parts, allowing leakage. On the photograph received the hub and tubing assembly section was not captured, making it not possible to evaluate this failure. However, the mahurkar catheters are submitted to a pressure test according to procedure. The device history record (DHR)

Event description:
Was reviewed and no deviations related to this failure mode were found. The most probable root cause is product misuse; a leak could be caused due to excessive force or due to an inappropriate use of cleaning agents. There are no further actions required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.